Event description:
It was reported that the implants were either dropped or they were spinning when placed. Tooth site #29. The procedure was able to be completed with another implant. There were three (3) implants, however it is unknown which implant was dropped and/or which was spinning.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: tsvt4b16, imp,tsv,4.1,16,mtx,mg/lot #-1254896; d10: unknown tsx implants-2 each; g4: PMA/510(k) number not available. It is unknown if the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon follow up, the customer confirmed that the implant was dropped by the user by accident. There was no malfunction and/or adverse event. Based on this additional information, this event does not meet the definition of a reportable event. As a result, the prior submission for MFR- 0001038806-2024-00271 submitted on february 21, 2024 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: based on additional information received, there was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR number 0001038806-2024-00271 submitted on february 21, 2024 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.